Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A us distributor contacted zoll to report that the patient developed a skin irritation from the ucor hfams patch. The patient described the area as red raised bumps. The patient's physician advised the patient to temporarily remove the device due to discomfort and skin irritation. Patient reported that the skin irritation improved.